Event description:
Healthcare professional, through other company representative, reported "postoperative bleeding: grade: [iii] requires = 2 units of prbc transfusion", "requires invasive treatment". Patient was hospitalized. This record is for an unknown side. The device status is unknown.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "bleeding" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bleeding.